Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the power supply had signs of corrosion and it was replaced. It was further noted that the system fan was noisy and that there was a broken left keyboard hinge. The power supply, system fan and left keyboard hinge were replaced to resolve all. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.